Manufacturer narrative:
Returned device was received in very good physical condition. During the evaluation of the device with the disposable attached, the alarm sounded and the disposable led was blinking meaning that the customer complaint could be confirmed. It was found that the micro switch was defective. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical level 1® hotline® blood and fluid warmer was not detecting the tubing. Additional information was received indicating that the tubing was reported to be working correctly. There were no reported adverse effects.

Manufacturer narrative:
Date received by manufacturer: 05/30/2019.